Manufacturer narrative:
The device was sent out and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint. The patient complained of burning sensation in the entire mouth. The patient also complained of bad odor. The patient notified clinic of the reaction after using the device for 8 days. The reaction already went away when the patient notified the clinic. It was unknown how long the reaction lasted after the patient stopped using the splint. It was unknown if the patient was taking any medicine while using the splint. The patient has no known allergy. The dentist did not clean or make any adjustment to the splint prior delivering to the patient. The patient reported to be doing great.

Manufacturer narrative:
The patient's device was not available for an evaluation, however, tests were performed on a similar device. The reported mouthguard was fabricated per physician's prescription request. A review of the material lot was performed and no non-conformity was found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing cannot be completed. This incident is being monitored, tracked, and trended.